Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a threshold suspend alarm occurred with discrepancies between the sensor glucose reading and the blood glucose reading. The sensor glucose reading was 59 or 57 mg/dl, while the blood glucose reading was 196 mg/dl. The customer noticed that past sensors have been slightly curved. The sensor was replaced, however nothing was returned.